Event description:
During bedside PICC placement, noted the sherlock was never reliable. It kept bouncing around, never went down as expected. Never turned green. Cxr (chest x-ray) showed caj (cavoatrial junction). PICC line confirmed in proper placement. Wires retained if desired.